Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported symptom 'air in line ' was verified through the event history log but not reproduced during evaluation. Evaluation revealed the ultrasonic sensor failed which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line alarm. The problem happened during testing in the biomedical service department. There was no patient involvement. No additional information is available.